Event description:
The patient was implanted with a smooth gel mammary prosthesis on 4/1/98. Subsequently, the patient experienced a rupture of the device, capsular contracture and pain. The device was removed in 9/98.